Event description:
International customer reported that a pt developed a very red, itchy area around the sutures. The surgeon opines an unspecified reaction to the sutures. The sutures were explanted three days following the surgical procedure. No further info was provided.

Manufacturer narrative:
Conclusion code - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.